Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Child presented to ambulatory care unit after hole noted in line. Medical emergency call. Collapse due to possible line sepsis, child following admission. IV antibodies, then discharged. Plan to readmit repair, remove and replace groshong with an alternative central venous line.